Event description:
It was reported that the patient's electrode array has migrated. Reprogramming was attempted; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.